Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit and then failed battery test after the battery was changed. Customer's blood glucose reading at the time of the incident was not included in the report. Customer also reported that the insulin pump experienced an unexpected restart alarm. No significant events leading to the alarms were observed. Product is not expected to return.